Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300 mg/dl) due to pump not delivering insulin properly. Customer declined to upload pump data for tandem technical support to review.